Manufacturer narrative:
The field service engineer also found a clog in the check valve at the diff waste chamber, vc13. The fse replaced the check valve to the diff waste chamber, which fixed the problem.

Event description:
The customer reported a waste leak of approximately 5ml from the right side of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The instrument was removed from routine use. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a broken port on the diff mix chamber. He replaced the diff mix chamber and the instrument ran without any leaks. The fse also found a low retic scatter gain parameter. He replaced the laser, which fixed the problem. The repairs were verified per established procedures. (B)(4).